Event description:
It was reported that the device failed occlusion test @ 9.1psi. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 12/30/2024 one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a high pressure alarm. The cause of the reported issue was due to a worn downstream occlusion nub. As a result, they replaced downstream occlusion seal the service history review had no indication that the complaint was related to a service of the device within the review period.